Manufacturer narrative:
Received two (2) used list #14687-15 primary plum sets. As received no additional damage or anomalies were observed. Each set was attached to an ICU medical-provided intravenous (IV) bag, primed per packaging directions, and a test infusion was performed. Each had a cassette test failure alarm during testing and further infusion was unable to be performed. During priming a leak was observed to be coming from the cassette of sample 2. Each set was air pressure leak tested per specification. A leak was observed from the flow regulator corner of sample 2. The complaint of leakage can be confirmed due to the leakage found in the cassette of sample 2, however, no leakage was found on the claves of the cassettes. The probable cause of this event is related to the product being exposed to excessive heat during transportation, this may contribute to the warpage of the cassette leading to cassette errors and leakage. A lot of history review showed a complaint from the same lot where there was cassette warpage.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leak during patient use. The reporter stated, ¿fluid was leaking from the clave port and flow rate control button.¿ the event occurred during the infusion of normal saline solution/medication with plum a+ as the mating device involved. There were obvious defects noted on the tubing set such as cracks or breaks with no other holes, cuts, tears, or other defects noted. The tubing was replaced and therapy was resumed. The products were stored in the air-conditioned room in the hospital. Leaks were noted in the flow rate control button. Damage also was noted in the clave port. The customer does not require an analysis report. Two sets of samples are available for return. A sample picture is not available. There was no further information available. There was patient involvement and no patient harm.